Event description:
It was reported that battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting more quickly than expected as on (B)(6) 2021 the battery was at 51% and changed to 12% on (B)(6) 2020. Data was sent to boston scientific technical services (ts) for their review. Ts confirmed the allegations and recommendations were provided. At this time, the device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting more quickly than expected as on (B)(6) 2021 the battery was at 51% and changed to 12% on (B)(6) 2020. Data was sent to boston scientific technical services (ts) for their review. Ts confirmed the allegations and recommendations were provided. The s-ICD was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting more quickly than expected as on (B)(6) 2021 the battery was at 51% and changed to 12% on (B)(6)2020. Data was sent to boston scientific technical services (ts) for their review. Ts confirmed the allegations and recommendations were provided. The s-ICD was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Event description:
It was reported that battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting more quickly than expected as on (B)(6) 2021 the battery was at 51% and changed to 12% on (B)(6) 2020. Data was sent to boston scientific technical services (ts) for their review. Ts confirmed the allegations and recommendations were provided. At this time, the device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.